Event description:
The pt with long qt syndrome was initially implanted with a medtronic ICD in 2000. Last yr the lead was discovered to be fractured and was capped and a sprint fidelis lead was placed. He presented with multiple false shocks to the hosp and it was found that the fidelis lead was fractured as well. The plan was to extract both leads and re-implant a sprint quattro. An arterial line was placed in order to monitor bp. The first lead was removed with no problem using a 14 fr sls. Using the same 14 fr sls the physician proceded to lase along the second lead. He came to the proximal coil but had difficulty moving past the coil. At that point the decision was made to up-size to a 16 fr sls catheter. The catheter was able to pass the point where the 14 fr could not pass. He was near the end of the proximal coil when the anesthesiologist noticed a change in bp. The bp dropped very rapidly and a code was called. The heart team came in and the chest was opened within 5 - 7 minutes and a tear was found in the lateral wall of the svc and repaired.